Event description:
It was reported that during recent clinical check of implantable pulse generator (ipg) battery depletion during warranty time was observed and was indicated as premature battery depletion. The ipg was explanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).